Event description:
The hosp reported a small foreign substance was noted after a pulmonary bronchoscopy. The surgeon immediately retrieved the substance and completed the procedure. There was no allegation of harm.